Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that following a trial procedure, the patient was experiencing left leg pain. The patient had an early lead pull. The patient was doing well postoperatively.